Manufacturer narrative:
Device is a combination product. This supplemental correction report is being filed to correct the report number in a previously submitted supplemental report (follow-up number 001) which was accepted by FDA on 12/12/2018 01:00 pm CT. The report number is being corrected from: 2134265-2018-63916 to 2134265-2018-60902.

Event description:
(B)(6). It was reported there was a patient death. In (B)(6) 2017 the patient presented with stable angina and was further referred for cardiac catheterization the same day. Target lesion #1 was located in the proximal left anterior descending coronary artery with 70% stenosis and was 24 mm long with a reference vessel diameter of 3.00 mm. The lesion was treated with pre-dilatation and placement of a 3.00 x 24 mm synergy ii drug eluting stent with 0% residual stenosis. The next day, the patient was discharged on dual antiplatelet therapy. In (B)(6) 2018, the patient died. The cause of death and if an autopsy was performed were unknown. It was further reported the patient had several comorbidities and passed away at the age of (B)(6). Stent thrombosis has been adjudicated.

Manufacturer narrative:
Device is a combination product.

Event description:
Evolve short dapt. It was reported there was a patient death. In (B)(6) 2017 the patient presented with stable angina and was further referred for cardiac catheterization the same day. Target lesion #1 was located in the proximal left anterior descending coronary artery with 70% stenosis and was 24 mm long with a reference vessel diameter of 3.00 mm. The lesion was treated with pre-dilatation and placement of a 3.00 x 24 mm synergy ii drug eluting stent with 0% residual stenosis. The next day, the patient was discharged on dual antiplatelet therapy. In (B)(6) 2018, the patient died. The cause of death and if an autopsy was performed were unknown.